Event description:
A malfunction alarm identified as malf 12 was reported. Customer¿s blood glucose level was 239 mg/dl. Technical support assisted the customer in resetting the pump by providing pump reset information. After the reset, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.